Event description:
It was reported by the customer's biomed that, during patient use, the device would charge but it would not shock. The biomed did not know the specific details of this event, and the patient's outcome is not known.

Manufacturer narrative:
(B)(4). Physio-control initially evaluated the device and observed one instance in the archive where the device reached full charge but did not deliver energy; however, this reported failure was not duplicated during testing. Physio-control further evaluated the device; however, the reported failure was not verified nor duplicated. Approximately 300 charges and shocks were performed without any abnormalities. Only normal observation was observed. A performance inspection procedure (pip) will be performed and the device will be returned to the customer for use.